Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath kink because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the right common femoral artery was punctured, and the leg was treated. After treatment, the angio-seal device was used to achieve hemostasis; however, the insertion sheath was kinked halfway through the procedure. Since the event occurred before the device was fully inserted into the insertion sheath, all components of the angio-seal were removed from the patient. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. The physician believed that he was using the device as usual; however, the insertion sheath was kinked. The procedure before deploying the device was a pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 9 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.